Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia, the bougie was down the esophagus and the stapler stapled across bougie. The stapler did not stop when it fired across the bougie, which it should have stopped or slowed down like it did on thick tissue. It was also reported that there was tissue damaged because the bougie was stapled to it then had to be removed. They used grasper to take out the staples from the bougie. They then had to sew the opening shut. Another device was used to complete the case. This resulted to extended incision of more than 1 inch and extended surgical time of more than 30 minutes.